Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that the casing had been cracked which might have emitted sparks but no evidence of burn marks. At our request, the manufacturer of the switch has enacted several CAPA projects to improved the quality of the switch, the occurence of the board component failure has dropped significantly in the past 12 months.

Event description:
Customer called and stated the switch was sparking and she smelled burning.